Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No reprogramming or troubleshooting was performed prior to the explant.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22169. It was reported that the patient experienced ineffective stimulation. Reportedly, the patient stated that the system ¿is not working¿. As such, surgical intervention took place wherein the entire scs system was explanted to address the issue.